Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock overnight. Technical services (ts) reviewed noting the signal was flat with noise and oversensing and appeared to be air entrapment. It was noted that the implant was challenging as this patient has a large body habitus. The field representative palpated the area and could reproduce noise at the site of b electrode. A two-view x ray image was performed, and therapy was programmed off until air resolution. This s-cd remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock overnight. Technical services (ts) reviewed noting the signal was flat with noise and oversensing and appeared to be air entrapment. It was noted that the implant was challenging as this patient has a large body habitus. The field representative palpated the area and could reproduce noise at the site of b electrode. A two-view x ray image was performed, and therapy was programmed off until air resolution. This s-cd remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.